Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient experienced urinary tract infections and vaginal bleeding. It was reported that she experienced an overactive bladder and experienced pain in her pelvis, vagina, joints, muscles and during intercourse. No additional information was provided.